Event description:
(B)(4). Same case as 2134265-2012-02489 it was reported that following a coronary artery treatment procedure, the patient expired. Lesion 1 was located in the distal left circumflex with 70% stenosis and was 8 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with direct stenting using a 2.75 mm x 12 mm ion us coa stent, with 0% residual stenosis. Lesion 2 was located in the proximal left circumflex with 90% stenosis and was 8 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with direct stenting using a 2.75 x 12 mm ion us coa stent with 0% residual stenosis. Lesion 3 was located in the 2nd obtuse marginal with 90% stenosis and was 8 mm long with a reference vessel diameter of 2.25 mm. The physician treated the lesion with pre-dilatation and then an attempt was made to place a 2.25 x 12 mm ion us coa stent which failed to cross the lesion. "There was adequate angiographic results, therefore, the attempt to place a stent was aborted." Post pci, there was 20% residual stenosis. The patient was discharged on aspirin and clopidogrel. Three days post index procedure, the subject presented to the emergency department after a cardiopulmonary arrest which led to death.

Manufacturer narrative:
Updates: describe event or problem, upn, catalog/model #, device lot number, device expiration date, (B)(4).

Event description:
It was further reported that the patient experienced chest pain and stent thrombosis occurred. (B)(6) 2012 - the patient complained of chest pain and experienced cardiac arrest witnessed by the home health nurse. Cardiopulmonary resuscitation was initiated and upon arrival to the emergency department the patient was found to be in asystole. There were no signs of life and after a lengthy period of medications and several defibrillations for ventricular fibrillation the patient was pronounced dead. Cause of death/diagnosis was noted to be cardiopulmonary arrest. An autopsy was not performed and the death certificate is not available.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: the complaint device was not received at the complaint investigation site (cis) for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).